Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds. Additional implant date: (B)(6) 2010.

Event description:
Female pt was injected in the lips and cheek on (B)(6) 2010 and (B)(6), 2010. On (B)(6), 2011 the pt had swelling, redness and a hard oozing bump. The physician drained the abscess on (B)(6) and two subsequent times.